Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the screen on the ventilator was flashing and the ventilator was alarming and stopped cycling, while in use on a patient. There was no patient harm associated with this issue.

Manufacturer narrative:
Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr was unable to duplicate the reported issue. The fsr performed a preventative maintenance procedure. The device meets manufacturer's specifications.